Manufacturer narrative:
Eval summary: the device involved in this incident is not available for evaluation; therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. The attached clinical study performed on the on-q pain relief system found that the rage of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
The patient developed an infection after shoulder surgery.